Manufacturer narrative:
(B)(4). Date sent 2/20/2026. D4 batch #584d86. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and with no reload present. The device event log was reviewed. Several events were found that caused the device to experience a false lockout event. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test battery and a returned reload, the cut line and staple formation was adequate, however the device, did not achieved and complete firing sequence. The test battery was removed and placed back; the knife was returned to its home position by pressing the home button. The condition noted on the device and the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 584d86, and no non-conformances were identified.

Event description:
It was reported that during an unknown thoracic procedure, it was observed that the device did not cut but only stapled. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. B3: only event year known: 2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s lot number a9844h and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.